Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose value of 581 mg/dl. Customer¿s current blood glucose value was 207 mg/dl and 110mg/dl at the time of incidence. The customer was treated with insulin pump. Customer declined to troubleshoot for high blood glucose value. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer was reported via phone call that they were using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.